Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.